Event description:
It was reported the patient electrocardiogram (EKG) cable connector was broken, and boot time was long. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) noisy ECG (electrocardiogram) signal due to a loose ECG connector. Keyboard and slide are missing. Programmer powers up with a long boot sequence due to missing keyboard.